Event description:
Philips received a complaint about the v60 ventilator indicating that the flow sensor was out of range. It is unknown if the device was in use at the time of the reported problem. There was no patient or user harm reported. In a good faith effort (gfe) response from the field service engineer (fse), it was stated that the flow sensor assembly (fsa) had been replaced from local stock at the customer site. Follow-up gfes were completed to obtain clarification on the device issue which led to the need for fsa replacement. The fse provided that the air flow sensor was out of the allowable range. When asked what performance verification test (pvt) failed, the fse stated that the issue was not found during a pvt. Due to this, the issue is considered an output flow error. The replaced fsa was confirmed by the fse to have resolved the output flow error, and the device passed a pvt. The device was confirmed to have been returned to use. The fse indicated that the replaced fsa will not be returned to philips for evaluation.